Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient was revised ( femur only) because stem migrated extremely anterior and lateral. Surgeon tried to replace with longer press fit stem but it went out bone. Removed it and converted to lps distal femur with cemented stem. The product was not returned to j&j medtech orthopaedics, however x-rays were provided for review. The x-ray investigation revealed that the universal stem 115x16mm fluted migrated to the lateral of the femur. Therefore, the reported allegation can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the universal stem 115x16mm fluted would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed

Event description:
Additional information received states that the patient's consequence was the stem protruding out of the anterior cortex.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient right knee was revised on (B)(6), 2024 (femur only) because stem migrated extremely anterior and lateral. Surgeon tried to replace with longer press fit stem but it went out bone. Removed it and converted to lps distal femur with cemented stem. Date of implant unknown